Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, ovarian cystectomy, endometrial disorder and benign fallopian tube neoplasm. Concomitant products included hydrocodone since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), menorrhagia ("menorrhagia") and migraine ("migraine"). The patient was treated with surgery (total vaginal hysterectomy, resection and removal of bilateral essure, partial left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the abdominal pain, back pain, arthralgia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 2005 and 2008 maternity leave, nature of claimed injury/disability: : right wrist injury six trailing coils were noted in the left side and three. Trailing coils were noted on the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, ovarian cystectomy, endometrial disorder and benign fallopian tube neoplasm. Concomitant products included hydrocodone since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), menorrhagia ("menorrhagia") and migraine ("migraine"). The patient was treated with surgery (total vaginal hysterectomy, resection and removal of bilateral essure, partial left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the abdominal pain, back pain, arthralgia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 2005 and 2008 maternity leave, nature of claimed injury/disability: : right wrist injury six trailing coils were noted in the left side and three. Trailing coils were noted on the right tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number added. New reporters added, plaintiff's information updated. Injury nos replace with new events pelvic pain, menorrhagia, abdominal pain, migraine, joint pain, back pain were added. Outcome of the event pelvic pain updated. Concomitant conditions and drugs were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.